Event description:
Procedure type: urological. According to the reporter: device broke when tightening to remove sample. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).